Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that patient was receiving IV hydration when the user notice the secondary line of unspecified infusion back flowed into the primary. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states; patient was receiving IV hydration with primary and secondary line. The secondary line appeared to backflow into the primary bag instead of flowing through the pump into the patient. The total volume of the secondary infusion was found in the primary bag.

Manufacturer narrative:
The customer complaint of back check valve failure could not be confirmed due to the product was not returned for failure investigation. A picture of the check valve was received by the customer; however it cannot be observed if the check valve membrane was off centered. The root cause of this failure was not identified as no product was returned. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation.